Event description:
Information was received, from a patient who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction, urge incontinence. It was reported, that they are not feeling comfortable and they did not feel like they have started emptying their bladder yet. Patient stated, they talked to the doctor's office and they told patient to turn up the stimulation. Patient said, they turned up one notch and could feel it strong and tried one more notch. And it hurt, so they backed it down and it is still not comfortable. Patient reported, the stimulation is very strong when they came home from the hospital, but it subsided by yesterday. Patient mentioned, they have an appointment with healthcare provider on monday to see if they need to change the program. The patient was redirected to their healthcare provider to further address the issue. Patient, declined education stating, they know how to use the equipment, but agreed to stay in the program for the next communication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.